Event description:
Paramedics attended to a person diagnosed as asystolic. The patient had been down for approximately 20 minutes. External pacing was attempted using the device but the device allegedly displayed a connect electrodes message and use of the pacemaker was inhibited. The patient's rhythm was converted to ventricular fibrillation using drug therapy. Two countershocks were administered to the patient. Allegedly, the device subsequently failed to charge and displayed a connect electrodes message. New electrodes were applied, but the device reportedly continued to display a connect electrodes message and use of the defibrillator was inhibited. The patient was not resuscitated. The paramedic indicated the reported malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.